Manufacturer narrative:
Manufacturers ref# (B)(4). Summary of investigational findings: when placing a double lumen tube, the frova device peeled off leaving particles in the trachea. The particles were removed without further impact to the patient. The returned frova device was found curved 320mm from distal tip and kinked 106mm from same. In several places the plastic sheet had peeled off and a 17mm particle was returned, too. It is noted that the introducer was used for placement of a double lumen tube and according to the instructions for use the frova introducer has been designed for placement of a single lumen endotracheal tube whose inner diameter is 6mm or larger. Therefore, the use of the dlt is considered the likely cause of this occurrence. IFU, intended use: "the 14.0 french catheter introducer has been designed for placement of a single lumen endotracheal tube whose inner diameter is 6 mm or larger." Note: "do not use the frova intubating introducer with double lumen endotracheal or endobronchial tubes." Warnings: "do not use the frova intubating introducer with double lumen endotracheal or endobronchial tubes." It was assessed that because no non-conformances were detected, there is evidence that the DHR was fully executed. In addition, no other lot related complaints have been received from the field. It is therefore concluded that there is no evidence that nonconforming product exists in house or in field. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer ref# (B)(4). Similar to device marketed under PMA/510(k): k161813. (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: while introducing the product into the endotracheal tube, the plastic sheet peeled off leaving particles of if in the trachea. Patient outcome: a section of the device did remain inside the patient¿s body. A very small part of the device, then removed. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.